Event description:
A customer reported that the infusion pressure displayed "dashes" and when switching to air infusion, the setting immediately goes from 35mmhg to 100mmhg. Following a 20 minute delay while troubleshooting, the system was switched out and the case was completed with no impact to pt.

Manufacturer narrative:
Investigation including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).